Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that a conference call was conducted with the pharmacy team to provide an override code. Following this, the user was able to issue medications successfully after given the override code, and no further issues were reported. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to issue medication due to cabinet being offline. However, there were no delays or adverse events or injuries reported based on this event.